Event description:
It was reported that no telemetry was established with the left device. The patient programmer and another physician programmer were tried and were also not able to establish telemetry. The right side device was able to establish telemetry. The patient's device had not been interrogated since it was implanted in (B)(6)2009. The patient's left side programmed parameters were unavailable to use in a battery longevity calculation. The device was x-rayed and there were no visible issues with the device. Shortly following the x-ray, the device stopped working. Additional information has been requested: a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)